Manufacturer narrative:
The device was received for evaluation at normal range of operation. Functional analysis of device was performed, including sensor functionality, and no anomalies were noted. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a sensor anomaly was noted on the device and the patient experienced fatigue during physical activity. The device was reprogrammed but was unable to resolve the event. The physician suspected that the cause of the sensor anomaly was the implant location of the device, which was in the abdomen. The device was explanted and replaced to resolve the event. There is no allegation of device malfunction.